Manufacturer narrative:
G4: 21feb2020. B4: (B)(6)2020. Vga controller printed circuit board assembly (pcba) was received for evaluation. There were no signs of damage or contamination during visual inspection, but a loose connection was found at the color data cable at the adapter pcba. The vga board was then installed onto the test ventilator in an attempt to duplicate the reported issue. After testing, the issue was caused by the loose connection and the issue was resolved after the cable was repaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05sep2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the video graphics array (vga) controller printed circuit board assembly (pcba), and the color display cable to address the reported issue. After this repair, the device successfully passed performance speciation testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the display was blank. There was no patient involvement.